Event description:
The customer reported that unit shutdown and would not come back on at all. There is not report or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The hv cable was evaluated, cleaned and regreased. A complete generator calibration was performed. The sys was tested and found to be working as intended and put back into service.